Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5mmx26mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 20cm from the hub. No segment of the balloon was detached inside the patient and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5mmx26mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 20cm from the hub. No segment of the balloon was detached inside the patient and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed the hypotube is broken 51.4cm from the hub. The balloon is tightly folded and there are multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.